Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a migrated coil behind my belly button') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "my left on didn¿t look right because its curved/ bent" and device ineffective "device ineffective". In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), habitual abortion ("miscarriages"), abdominal pain upper ("I stared having horrible stomach cramp"), rash pruritic ("rash keeps coming up on my arm and it itches like crazy"), muscle spasms ("leg spasm in both legs but mainly on the left side and especially when laying down on the side"), hypoaesthesia ("numb on leg"), genital haemorrhage ("I started bleeding profusely"), ovarian cyst ("large cysts on ovaries were inflammed") and dental caries ("bad cavity") and was found to have a pregnancy with contraceptive device ("pregnacy"). The patient was treated with surgery (lavh). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, habitual abortion, muscle spasms, hypoaesthesia, genital haemorrhage, ovarian cyst and dental caries outcome was unknown, the abdominal pain upper had resolved and the rash pruritic had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for rash pruritic with essure. The reporter considered abdominal pain upper, dental caries, device dislocation, genital haemorrhage, habitual abortion, hypoaesthesia, muscle spasms, ovarian cyst and pregnancy with contraceptive device to be related to essure. Diagnostic results: home nickel test did not show anything concerning the injuries reported in this case, the following ones were reported via social media: ovarian cyst quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: process with fu 6: social media received: event was added- bad cavity. Event outcome was recovered for abdominal pain reporter information added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a migrated coil behind my belly button') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "my left on didn¿t look right because its curved/ bent" and device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), habitual abortion ("miscarriages"), stomach cramps ("I stared having horrible stomach cramp"), rash pruritic ("rash keeps coming up on my arm and it itches like crazy"), muscle spasms ("leg spasm in both legs but mainly on the left side and especially when laying down on the side"), hypoaesthesia ("numb on leg"), genital haemorrhage ("I started bleeding profusely/ bled for 5 months straight"), ovarian cyst ("large cysts on ovaries were inflammed"), dental caries ("bad cavity"), blood loss anaemia ("I was left anemic"), stomach pain ("stomach pain"), pelvic pain ("sharp pelvic pain"), back pain ("back pain"), menorrhagia ("heavy unpredictable periods"), headache ("headaches"), memory impairment ("forgetfulness"), fatigue ("extreme fatigue"), depression ("depression") and dermatitis allergic ("rash all over body") and was found to have a pregnancy with contraceptive device ("pregnacy"). The patient was treated with surgery (lavh). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, habitual abortion, muscle spasms, hypoaesthesia, genital haemorrhage, ovarian cyst, dental caries, blood loss anaemia, stomach pain, pelvic pain, back pain, menorrhagia, headache, memory impairment, fatigue, depression and dermatitis allergic outcome was unknown, the stomach cramps had resolved and the rash pruritic had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for rash pruritic with essure. The reporter considered back pain, blood loss anaemia, dental caries, depression, dermatitis allergic, device dislocation, fatigue, genital haemorrhage, habitual abortion, headache, hypoaesthesia, memory impairment, menorrhagia, muscle spasms, ovarian cyst, pelvic pain, pregnancy with contraceptive device, stomach cramps and stomach pain to be related to essure. Diagnostic results: home nickel test did not show anything. Concerning the injuries reported in this case, the following ones were reported via social media: ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: sm received : events added- allergic rash. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a migrated coil behind my belly button') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "my left on didn¿t look right because its curved/ bent" and device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), habitual abortion ("miscarriages"), stomach cramps ("I stared having horrible stomach cramp"), rash pruritic ("rash keeps coming up on my arm and it itches like crazy"), muscle spasms ("leg spasm in both legs but mainly on the left side and especially when laying down on the side"), hypoaesthesia ("numb on leg"), genital haemorrhage ("I started bleeding profusely/ bled for 5 months straight"), ovarian cyst ("large cysts on ovaries were inflamed"), dental caries ("bad cavity"), blood loss anaemia ("I was left anemic"), stomach pain ("stomach pain"), pelvic pain ("sharp pelvic pain"), back pain ("back pain"), menorrhagia ("heavy unpredictable periods"), headache ("headaches"), memory impairment ("forgetfulness"), fatigue ("extreme fatigue"), depression ("depression") and dermatitis allergic ("rash all over body") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (lavh). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, habitual abortion, muscle spasms, hypoaesthesia, genital haemorrhage, ovarian cyst, dental caries, blood loss anaemia, stomach pain, pelvic pain, back pain, menorrhagia, headache, memory impairment, fatigue, depression and dermatitis allergic outcome was unknown, the stomach cramps had resolved and the rash pruritic had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for rash pruritic with essure. The reporter considered back pain, blood loss anaemia, dental caries, depression, dermatitis allergic, device dislocation, fatigue, genital haemorrhage, habitual abortion, headache, hypoaesthesia, memory impairment, menorrhagia, muscle spasms, ovarian cyst, pelvic pain, pregnancy with contraceptive device, stomach cramps and stomach pain to be related to essure. Diagnostic results: home nickel test did not show anything. Concerning the injuries reported in this case, the following ones were reported via social media: ovarian cyst, allergic rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : events added- allergic rash. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a migrated coil behind my belly button') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "my left on didn¿t look right because its curved/ bent" and device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced habitual abortion ("miscarriages"). In 2015, the patient experienced dermatitis allergic ("rash all over body"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), stomach cramps ("I stared having horrible stomach cramp"), rash pruritic ("rash keeps coming up on my arm and it itches like crazy"), muscle spasms ("leg spasm in both legs but mainly on the left side and especially when laying down on the side"), hypoaesthesia ("numb on leg"), genital haemorrhage ("I started bleeding profusely/ bled for 5 months straight"), ovarian cyst ("large cysts on ovaries were inflamed"), dental caries ("bad cavity"), blood loss anaemia ("I was left anemic"), stomach pain ("stomach pain"), pelvic pain ("sharp pelvic pain"), back pain ("back pain"), menorrhagia ("heavy unpredictable periods"), headache ("headaches"), memory impairment ("forgetfulness"), fatigue ("extreme fatigue") and depression ("depression") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (lavh). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, habitual abortion, muscle spasms, hypoaesthesia, genital haemorrhage, ovarian cyst, dental caries, blood loss anaemia, stomach pain, pelvic pain, back pain, menorrhagia, headache, memory impairment, fatigue, depression and dermatitis allergic outcome was unknown, the stomach cramps had resolved and the rash pruritic had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for rash pruritic with essure. The reporter considered back pain, blood loss anaemia, dental caries, depression, dermatitis allergic, device dislocation, fatigue, genital haemorrhage, habitual abortion, headache, hypoaesthesia, memory impairment, menorrhagia, muscle spasms, ovarian cyst, pelvic pain, pregnancy with contraceptive device, stomach cramps and stomach pain to be related to essure. Diagnostic results: home nickel test did not show anything. Concerning the injuries reported in this case, the following ones were reported via social media: ovarian cyst, allergic rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media report received: new reporter added. Patient's initials updated. Onset date for dermatitis allergic and miscarriages were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a migrated coil behind my belly button') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure was not performed", device physical property issue "my left on didn¿t look right because its curved/ bent" and device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced habitual abortion ("miscarriages"). In 2015, the patient experienced dermatitis allergic ("rash all over body"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), stomach cramps ("I stared having horrible stomach cramp"), rash pruritic ("rash keeps coming up on my arm and it itches like crazy"), muscle spasms ("leg spasm in both legs but mainly on the left side and especially when laying down on the side"), hypoaesthesia ("numb on leg"), genital haemorrhage ("I started bleeding profusely/ bled for 5 months straight"), ovarian cyst ("large cysts on ovaries were inflammed"), dental caries ("bad cavity"), blood loss anaemia ("I was left anemic"), stomach pain ("stomach pain"), pelvic pain ("sharp pelvic pain"), back pain ("back pain"), menorrhagia ("heavy unpredictable periods"), headache ("headaches"), memory impairment ("forgetfulness"), fatigue ("extreme fatigue") and depression ("depression") and was found to have a pregnancy with contraceptive device ("pregnacy"). The patient was treated with surgery (lavh). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, habitual abortion, muscle spasms, hypoaesthesia, genital haemorrhage, ovarian cyst, dental caries, blood loss anaemia, stomach pain, pelvic pain, back pain, menorrhagia, headache, memory impairment, fatigue, depression and dermatitis allergic outcome was unknown, the stomach cramps had resolved and the rash pruritic had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for rash pruritic with essure. The reporter considered back pain, blood loss anaemia, dental caries, depression, dermatitis allergic, device dislocation, fatigue, genital haemorrhage, habitual abortion, headache, hypoaesthesia, memory impairment, menorrhagia, muscle spasms, ovarian cyst, pelvic pain, pregnancy with contraceptive device, stomach cramps and stomach pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: . Diagnostic results: home nickel test did not show anything concerning the injuries reported in this case, the following ones were reported via social media: ovarian cyst, allergic rash. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: new event device monitoring procedure not performed and lab test updated based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a migrated coil behind my belly button') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "my left on didn¿t look right because its curved/ bent" and device ineffective "device ineffective". In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), habitual abortion ("miscarriages"), abdominal pain upper ("I stared having horrible stomach cramp"), rash pruritic ("rash keeps coming up on my arm and it itches like crazy"), muscle spasms ("leg spasm in both legs but mainly on the left side and especially when laying down on the side"), hypoaesthesia ("numb on leg"), genital haemorrhage ("I started bleeding profusely") and ovarian cyst ("large cysts on ovaries were inflamed") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (lavh). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, habitual abortion, abdominal pain upper, muscle spasms, hypoaesthesia, genital haemorrhage and ovarian cyst outcome was unknown and the rash pruritic had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for rash pruritic with essure. The reporter considered abdominal pain upper, device dislocation, genital haemorrhage, habitual abortion, hypoaesthesia, muscle spasms, ovarian cyst and pregnancy with contraceptive device to be related to essure. Diagnostic results: home nickel test did not show anything . Concerning the injuries reported in this case, the following ones were reported via social media: ovarian cyst. Most recent follow-up information incorporated above includes: on 10-feb-2020: content from social media received. Event large cysts on ovaries were inflamed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a migrated coil behind my belly button') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "my left on didn¿t look right because its curved/ bent" and device ineffective "device ineffective". In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriages"), abdominal pain upper ("I stared having horrible stomach cramp"), rash pruritic ("rash keeps coming up on my arm and it itches like crazy"), muscle spasms ("leg spasm in both legs but mainly on the left side and especially when laying down on the side"), hypoaesthesia ("numb on leg") and genital haemorrhage ("I started bleeding profusely") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (lavh). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, abdominal pain upper, muscle spasms, hypoaesthesia and genital haemorrhage outcome was unknown and the rash pruritic had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for rash pruritic with essure. The reporter considered abdominal pain upper, abortion spontaneous, device dislocation, genital haemorrhage, hypoaesthesia, muscle spasms and pregnancy with contraceptive device to be related to essure. Diagnostic results: home nickel test did not show anything. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Event¿s : I started bleeding profusely, I stared having horrible stomach cramp, a migrated coil behind my belly button, miscarriages this year, device ineffective were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a migrated coil behind my belly button') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "my left on didn¿t look right because its curved/ bent" and device ineffective "device ineffective". In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), habitual abortion ("miscarriages"), abdominal pain upper ("I stared having horrible stomach cramp"), rash pruritic ("rash keeps coming up on my arm and it itches like crazy"), muscle spasms ("leg spasm in both legs but mainly on the left side and especially when laying down on the side"), hypoaesthesia ("numb on leg"), genital haemorrhage ("I started bleeding profusely") and ovarian cyst ("large cysts on ovaries were inflammed") and was found to have a pregnancy with contraceptive device ("pregnacy"). The patient was treated with surgery (lavh). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, habitual abortion, abdominal pain upper, muscle spasms, hypoaesthesia, genital haemorrhage and ovarian cyst outcome was unknown and the rash pruritic had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for rash pruritic with essure. The reporter considered abdominal pain upper, device dislocation, genital haemorrhage, habitual abortion, hypoaesthesia, muscle spasms, ovarian cyst and pregnancy with contraceptive device to be related to essure. Diagnostic results: home nickel test did not show anything. Concerning the injuries reported in this case, the following ones were reported via social media: ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a migrated coil behind my belly button') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure was not performed", device physical property issue "my left on didn¿t look right because its curved/ bent" and device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced habitual abortion ("miscarriages"). In 2015, the patient experienced dermatitis allergic ("rash all over body"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), stomach cramps ("I stared having horrible stomach cramp"), rash pruritic ("rash keeps coming up on my arm and it itches like crazy"), muscle spasms ("leg spasm in both legs but mainly on the left side and especially when laying down on the side"), hypoaesthesia ("numb on leg"), genital haemorrhage ("I started bleeding profusely/ bled for 5 months straight"), ovarian cyst ("large cysts on ovaries were inflammed"), dental caries ("bad cavity"), blood loss anaemia ("I was left anemic"), stomach pain ("stomach pain"), pelvic pain ("sharp pelvic pain"), back pain ("back pain"), menorrhagia ("heavy unpredictable periods"), headache ("headaches"), memory impairment ("forgetfulness"), fatigue ("extreme fatigue") and depression ("depression") and was found to have a pregnancy with contraceptive device ("pregnacy"). The patient was treated with surgery (lavh). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, habitual abortion, muscle spasms, hypoaesthesia, genital haemorrhage, ovarian cyst, dental caries, blood loss anaemia, stomach pain, pelvic pain, back pain, menorrhagia, headache, memory impairment, fatigue, depression and dermatitis allergic outcome was unknown, the stomach cramps had resolved and the rash pruritic had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for rash pruritic with essure. The reporter considered back pain, blood loss anaemia, dental caries, depression, dermatitis allergic, device dislocation, fatigue, genital haemorrhage, habitual abortion, headache, hypoaesthesia, memory impairment, menorrhagia, muscle spasms, ovarian cyst, pelvic pain, pregnancy with contraceptive device, stomach cramps and stomach pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: diagnostic results: home nickel test did not show anything. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case will be deleted from pv bayer pv data base since this case was found to be duplicate of case: (B)(4). Duplicate case identified with fu information. All the relevant information was transferred from this case to the remaining case: (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.